Event description:
It was reported that the device was explanted after an implant duration of zero days. On 10/04/2010 (through follow-up with the health-care provider), additional information regarding the reported event and a copy of the operative report were received. The following was noted as the reason for explant: residual mitral regurgitation requiring more complex repair. Per the operative report of (B)(6)2010: "the mitral valve itself initially appeared to be a simple ischemic valve, however, after the ring was placed, it was tested once again and it was clear that there was prolapse of the anterior leaflet. The ring was taken down. Artificial cords were placed in the anterior leaflet. Another ring was placed and valve testing then resulted in a very competent valve to saline testing."

Manufacturer narrative:
(B)(4) failed ring repair. Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider via fax, additional information and a copy of the operative report were received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.